Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 17258536. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 17532232.

Event description:
It was reported that the patient was supposed to receive pain relief from the lead but was no longer feeling stimulation where needed anymore. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was getting stimulation and was doing well postoperatively. The explanted devices were not returned.